Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage system was implanted on (B)(6) 2008 as treatment for urinary stress incontinence in a female patient, age unknown. According to the complainant, on (B)(6) 2013, the patient experienced increased vaginal tightness and pain and consulted a urologist. The urologist performed surgery to release the device on an unspecified date in 2013. A few weeks post-op, the patient developed fluid collection in her left buttock which became infected. Blood work and MRI confirmed the large fluid collection and infection of her prosthetic left hip. A second surgery was performed for wound irrigation and the removal of the prosthetic hip. In addition, the patient received 6 weeks of intravenous antibiotics via a PICC line. Additional surgery will be required for prosthetic hip replacement. No additional information is available.